Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal vaginal bleeding') in a 38-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. The patient was treated with surgery (novasure endometrial ablation (B)(6) 2018). At the time of the report, the vaginal haemorrhage outcome was unknown. The reporter considered vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal vaginal bleeding') and endometritis ('endometritis') in a 38-year-old female patient who had essure (batch no. B61388) inserted for female sterilization. The patient's medical history included vaginal discharge, vaginal odor, cramp in lower abdomen, menstruation increased, bacterial vaginosis, trichomonal vaginitis, obesity, anemia, essential hypertension, sinusitis, bronchitis, acute cystitis, dysmenorrhea, pelvic pain, menorrhagia, intermenstrual bleeding, dysfunctional uterine bleeding, angioedema, urination pain, dysuria and dyspareunia. Concomitant products included fluconazole (diflucan), metronidazole, metronidazole (flagyl) and phentermine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant). The patient was treated with surgery (novasure endometrial ablation (B)(6) 2018). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage and endometritis outcome was unknown. The reporter considered endometritis and vaginal haemorrhage to be related to essure. The reporter commented: each insert extended into the cavity by 3-5 coils. Lot number: b61388. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Reporter information, patient medical history, essure lot number, concomitant medications, action taken with drug and reporter causality comment added. New event: endometritis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal vaginal bleeding') and endometritis ('endometritis') in a 38-year-old female patient who had essure (batch no. B61388) inserted for female sterilization. The patient's medical history included vaginal discharge, vaginal odor, cramp in lower abdomen, menstruation increased, bacterial vaginosis, trichomonal vaginitis, obesity, anemia, essential hypertension, sinusitis, bronchitis, acute cystitis, dysmenorrhea, pelvic pain, menorrhagia, intermenstrual bleeding, dysfunctional uterine bleeding, angioedema, urination pain, dysuria and dyspareunia. Concomitant products included fluconazole (diflucan), metronidazole, metronidazole (flagyl) and phentermine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant). The patient was treated with surgery (novasure endometrial ablation (B)(6) 2018). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage and endometritis outcome was unknown. The reporter considered endometritis and vaginal haemorrhage to be related to essure. The reporter commented: each insert extended into the cavity by 3-5 coils. Lot number:b61388 manufacturing date: 2013-08 expiration date:2016-08. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal vaginal bleeding') in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. The patient was treated with surgery (novasure endometrial ablation (B)(6) 2018). At the time of the report, the vaginal haemorrhage outcome was unknown. The reporter considered vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.